Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones. The customer also mentioned that they received a no delivery alarm prior to hospitalization. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they were given insulin, fluids and medication to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer stated that the drive support cap was flushed. The customer stated that the insulin pump was exposed to a scanner. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.